Event description:
It was reported that their clinical staff stated that they noticed cracking in general purpose latex intermittent catheters [pcn #277710(batch #unk), (batch #ngfs3051), (batch #nghv0932), (batch #nggr2390), (batch #nggq3730], [pcn #277708 (batch #nghs3453), (batch #nggz0495), (batch #nggt3524), (batch #nggy3130), (batch #nggs2682], [pcn #94100 (batch #ngey3152], ]pcn #94120(batch #ngev4510], [pcn #56110(batch #ngfw2958], [pcn #56114(batch #nggv2774]. They were concerned that they were brittle and could affect patient safety. Based off of their concerns, they swept their supply areas and found the catheters below to show the same characteristics. They would like to have those evaluated. They have also included a photo below, which shows the cracking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their clinical staff stated that they noticed cracking in general purpose latex intermittent catheters [pcn #(B)(6) (batch #unk), (batch #ngfs3051), (batch #nghv0932), (batch #nggr2390), (batch #nggq3730], [pcn #(B)(6) (batch #nghs3453), (batch #nggz0495), (batch #nggt3524), (batch #nggy3130), (batch #nggs2682], [pcn #(B)(6) (batch #ngey3152], ]pcn #(B)(6) (batch #ngev4510], [pcn #(B)(6) (batch #ngfw2958], [pcn #(B)(6) (batch #nggv2774]. They were concerned that they were brittle and could affect patient safety. Based off of their concerns, they swept their supply areas and found the catheters below to show the same characteristics. They would like to have those evaluated. They have also included a photo below, which shows the cracking. Per customer follow up information received via email on 05mar2025, stated that there was no impact to the patient.